Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for evaluation. Testing found that the reported issue could be replicated as a sr manager failure appeared at start up. Additionally, the hard drive of the computer was found to have 1187 bad sectors and 557 sectors awaiting reallocation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-oct-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the software of the navigation system was unresponsive following leaving the navigation system on. A hard reboot was performed, but the navigation system then displayed a sr manager failure message before loading the application launch screen. It was noted there were no cd's in the disc drive and an additional reboot did not restore functionality. There was no patient present when this issue was identified. It was reported that a second medtronic navigation system was used for subsequent procedures.